Event description:
According to the reporter, during inspection, the four tracheostomy tube's introducer (obturator) were presenting jamming in the tube that hindered the removal after tube placement. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 5.0pef 5.0mm ID paed med cuffless x1 lot# 24a0322jzx; 5.0pef 5.0mm ID paed med cuffless x1 lot# 24a0322jzx; 5.0pef 5.0mm ID paed med cuffless x1 lot# 24a0322jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report #9681384-2025-00143. This file will be closed and all further updates processed under the above referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a1, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the tracheostomy tube's introducer (obturator) were presenting jamming in the tube that hindered the removal after tube placement. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: a thin film of water soluble lubricant should be applied to the tube and protruding portion of the obturator to facilitate ease of insertion. Insert the tube with the obturator fully seated in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.